Event description:
The family member reported that pt is hospitalized for dka and has high white blood counts. The contact stated that pt would remain on manual IV until the replacement pump arrives. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin did not exit. Suggested the customer to discontinue the pump use.